Manufacturer narrative:
The actual device was not available; however, a photograph of the device was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set was leaking at the bottom of the drip chamber where the tubing meets the chamber. The device was used with chemotherapy medication. This issue was identified prior to connection to the patient. There was no patient involvement. No additional information is available.